Event description:
A nurse contacted baxter's technical service center regarding disconnecting an empty heater bag and reconnecting a new solution bag during therapy on the homechoice machine. The nurse was advised that the setup was compromised now, and therapy would need to end. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the patient's nurse on (B)(6) 2011. The nurse stated, the patient was still performing therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was determined to be use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.